Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No button keypad anomaly and no moisture damage on electronic assembly noted. Device received with missing serial number label. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the select button was not responding and had to press multiple times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.